Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken striated assessed, as to surgical damage. Additional observations: red particles observed, in the surface of the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a "right side rupture". Device has been explanted and replaced.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.